Event description:
The healthcare professional reported that during a primary hybrid functional endoscopic sinus surgery (fess) procedure, the trudi navigation system was not accurate, using two trudi suction, 0 - 1pk (tdns000z, unknown lot) and trudi suction, 70 - 1pk (tdns070z, lot unknown). The caller noted that the trudi map was off anteriorly by approximately 5 mms. No troubleshooting was mentioned. The reporter noted that they continued the case with the inaccurate map. Several parts had previously been replaced and the issue still reoccurred. Registration probe & the suctions were not accurate according to the surgeon. Trudi system software version: 2.3.2.3. A shaver blade was used. There was no allegation that a death or serious injury occurred due to the use of the product. The patient did not require medical intervention as a result of the event. Additional event information received on 08-jul-2024 indicated that the customer confirmed accuracy using the registration probe after registration process was completed. The inaccuracy was determined by orbital rim bone. The inaccuracy was first noticed at registration. Registration probe and the suctions were not accurate according to the surgeon (all acclarent devices used). There were approximately 440 CT scan slices. The field of the view was axial. There were no noticeable defects to the CT scanned images. The registration was performed by the sales representative and then the physician who has performed approximately more than 100 registrations. Accuracy was confirmed in the orbital rim. There was no potential for metal interference. The information indicated that when the issue with the suction device occurred, the icon on the trudi system was green. There was no error message, just poor accuracy intraoperatively. The crosshairs turned yellow only after reaching the threshold of the trudi zone limit. The inaccuracy was not within 2 mm. The device has been re-processed approximately 10 times, each. The sterilization method used as per the instructions for use (IFU). 6. Tests/lab data including dates.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.